Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/not provided. Brand name: unknown/not provided. Serial #: unknown/not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. Catalog # is unknown as product serial number was not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). Device manufacture date: unknown as product serial number was not provided. (B)(4). Device evaluation: product testing could not be performed as the product was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: unable to perform the manufacturing records review and complaint historical review as no serial number was provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, the toric lens tilted just after implantation which caused rupture of the bag. The lens was removed and replaced with a 3-piece lens which was then implanted in the sulcus. Through follow-up we learned that an incision enlargement and anterior vitrectomy were required, and sutures were placed. The removed lens was disposed of. No further information was provided.